Manufacturer narrative:
Investigation found that bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately three (3) seconds at 04:18 am on (B)(6) 2017, which is not sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset at 04:18 am on (B)(6) 2017. This action set the ethanol concentration in bottle 10 to the default value of 100% configured in the reagent types definitions. However, the actual concentration of the reagent in bottle 10 (ethanol) remained unchanged at 79.6% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The reagent in bottle 10 (ethanol) was used for the first time in the final dehydration step of the "peloris 2a" protocol started in retort a at 20:17 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported by the complainant; and was subsequently also used in the final dehydration step of the "2 hr xylene process standard" protocol started in retort a at 04:29 am on (B)(6) 2017 in which, although not reported by the complainant, the quality of tissue processing would also have been adversely impacted. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The instrument was found to have operated within specification during execution of both the "peloris 2a" protocol started in retort a at 20:17 pm on (B)(6) 2017 and the "2 hr xylene process standard" protocol started in retort a at 04:29 am on (B)(6) 2017. The facts indicate that the root cause of the sub-optimal tissue processing reported was a use error, which occurred at 04:18 am on (B)(6) 2017, when manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On 06 november 2017, leica biosystems received a complaint regarding "rubbery underprocessed" samples derived from a processing run in retort a, which completed at 10:00 pm on (B)(6) 2017. The complainant provided the hydrometer reading for the ethanol concentration in each of bottles 3-10 inclusive, which showed that the variance between the measured and calculated ethanol concentration in each of bottles 3, 4, 7, 8, and 9 exceeded the acceptable limit. The measured ethanol concentration was higher than that calculated by the instrument software in each instance. The complainant also advised that the reagent in bottle 12 only had been replaced. On 08 november 2017, a leica application specialist - core histology (fss) advised the complainant to replace all reagents on the instrument, including the wax in the four (4) wax baths. On 15 november 2017, leica biosystems (B)(4) received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.